Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of recr2247 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the patient's home health nurse that her patient had a 5f dl powerpicc placed on (B)(6) 2018 in his the left arm. He has been using the line every 8 hours for antibiotic therapy since placement. He reports flushing with saline and locking his line with heparin each time he used it as instructed. He states he had no trouble until last night ((B)(6) 2018) when he noticed the line was difficult to flush. It took 2 hours for his medication to infuse when it normally takes 30 minutes. Today, ((B)(6) 2018) the nurse reports being unable to flush or obtain a blood return from either lumen. No patient injury was reported.